Manufacturer narrative:
The subject device spl-sr generator, serial (B)(4) , was returned and evaluated at olympus prerov service site. The device evaluation found the reported complaint was confirmed. It was found that the power board was defective with broken parts. No further defects or malfunctions were noted. Device history records were reviewed and showed the product met all specifications upon release. Based on the device inspection result, the physical damage that occurred to the device is most likely due to improper handling, such as dropping the device. The device IFU (instruction for use) states : this product is a precision device; handle it with care. Avoid rough or violent handling, which may cause equipment damage. Olympus will continue to monitor complaints for this device.

Event description:
As reported, the device does not turn on, the shockpulse turns on but does not transmit pulsations to the instrument. The issue occurred during preparation for use. There was no patient involvement associated on this reported event. No user injury reported. Device evaluation found the power board was defective . This report is being submitted for defective power board .